Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. Photo attached was reviewed by the manufacturing site. Photo appears to show a tip of some sort; however does not appear to be from manufactured product. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction procedure upon completion of removing the viscoelastic from the patient's eye, the irrigation/aspiration cap broke in the patient's eye. The handpiece was removed from the eye but a piece of the cap remained. The piece of the cap was removed from the patient's eye using a forceps. It was not necessary to widen the incision.